Event description:
The patient called in wanting to know where he could get infusion set supplies and then stated to the pump support agent that the infusion set he had on was pretty old and had been in use longer than the 6 day usage period. He then reported that the tubing broke at the luer lock. The patient did not report any physical symptoms, or issues with his blood glucose. No medical treatment was necessary and the patient is not returning any product.